Event description:
The ge oec 9600 fluoroscopy sys had a reported issue with the foot switch. It was found that the sys displayed regulator error and charge filed error codes.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the battery pack failed performance testing. The analog interface was replaced and the battery pack was removed and replaced. There was no defect found with the foot switch. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.